Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6)2018, product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 24-jan-2020, UDI#:(B)(4).

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing fentanyl (1000 ug/ml at 185.8 ug/day) via an implantable pump for non-malignant pain. It was reported that the patient returned for refill and had 5.3 ml expected and 18 ml withdrawn. A catheter dye study was attempted, but the physician could not withdraw through the catheter access port (cap) so it was aborted. Of note, the previous 2 other attempts on (B)(6) 2021 and (B)(6) 2021 confirm similar volume discrepancies. A probable catheter kink was reported. There were no known factors that may have led or contributed to the issue. The patient was referred for a catheter revision; however, surgery date has not been scheduled. The issue was not resolved at the time of report. The patient's medical history included chronic pain. The patient's status at the time of report was alive - no injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the cause for the volume discrepancies was not determined. The expected volume on (B)(6) 2021 was 1.4ml and the actual was 12ml. And on (B)(6) 2021 was 5ml expected and 17ml actual. The catheter revision has not yet been scheduled, the patient was being referred to the surgeon.